Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the smartpass feature was disabled for an unknown reason. Boston scientific technical services (ts) discussed that there were morphology changes. Review of the data stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) found two premature ventricular contractions (pvcs) affected sensing and led to undersensing. Additional information was received that approximately one and a half years later the patient received two inappropriate shocks on two different days. Further review found that the smart pass feature had been off since last year following a different inappropriate shock. The shock impedances were normal and there were changes in amplitude. The clinic would evaluate other sensing vectors. Boston scientific technical services (ts) discussed the option of evaluating postural changes and the possibility of obtaining an x-ray. The field representative noted that the x-ray was taken, however the results were not shared with them. The vector was reprogrammed from secondary to primary and performed positional sensing evaluation. The s-ICD and electrode remain in service and no adverse patient effects were reported.